Manufacturer narrative:
The service rep detected faulty x-ray tube filament. Detected loose connection at stator start capacitor. Repaired loose stator start capacitor connector. Replaced x-ray tube. Performed high voltage calibration and filament calibration. Performed functional check. System fully functional.

Event description:
The customer reported system displays 'overload fault' after high level fluoro exposure. No patient injury.